Event description:
It was reported that during a laparoscopic gastric bypass procedure, the two (2) devices were reported to have failed during the procedure. One of the devices would not open back up after firing. The other device did not deploy staples to the end of the reload. Another device was opened and used to complete the surgery and there was no consequence to the pt.